Event description:
Device malfunction: none. Symptoms/ae: intracranial hemorrhage, death. Time of ae: 2 days post procedure. It was reported that 2 days post uneventful rx acculink stent implantation on the left common carotid artery, the pt developed altered mental status due to left basal ganglia/capsular hemorrhage. The family requested do not resuscitate status and the pt died the next day. Concomitant medications include plavix 75mg and aspirin 325mg pre and post procedure, heparin 7000 iu during the procedure for anticoagulation (highest activated clotting time 286 seconds), and protamine 70mg at the end of the procedure. Though requested, no add'l info was provided.

Manufacturer narrative:
Study report. Eval summary: the device was not returned. Neurological events and death are known possible adverse events associated with the use of the device. There was no device malfunction reported. Neurological events may occur during or after procedures where the device function normally. A review of the finished device lot history record did not reveal any non-conformance associated with this lot number.